Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation due to high impedances. In turn, reprogramming was unable to resolve the issue. Surgical intervention may take place at a later date.

Event description:
Additional information received indicates one lead was explanted and replaced and one lead was explanted due to impedance issues. Effective stimulation was established.